Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced pain at the scs ipg site. Consequently, surgical intervention was taken and the ipg was re-positioned in a new location. Stimulation therapy was confirmed postoperatively, and the issue was addressed.